Event description:
It was reported the left ventricular (lv) lead dislodged. Given the patient's medical status and that adhesions around the lead were observed, the lv lead was capped and a new lead was implanted. It was noted that the patient is part of the more-care clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.